Event description:
It was reported that during implant the lead helix was unable to retract when the physician tried to change the implantation site. The lead was implanted remains in use. No patient complications have been reported as a result of this event.